Manufacturer narrative:
During a shunt percutaneous transluminal angioplasty (pta) case, a slalom thrill pta catheter ruptured at 10 atmospheres (atm) after it was delivered to the lesion and inflated. Therefore, it was replaced with a new balloon catheter (non-cordis) and it was inflated at 20 atm. The procedure was completed successfully. There was no patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17618108 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. With the absence of any patient or vessel information, it is not possible to draw a clinical conclusion between the device and the event. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a shunt percutaneous transluminal angioplasty (pta) case, a slalom thrill pta catheter ruptured at 10 atmospheres (atm) after it was delivered to the lesion and inflated. Therefore, it was replaced with a new balloon catheter (non-cordis) and it was inflated at 20 atm. The procedure was completed successfully. There was no patient injury. The device will not be returned for analysis due to infectious disease.